Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a moderately tortuous and severely calcified blood vessel. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured under nominal pressure upon the first inflation. The device was removed and the procedure was completed with a different device. No complications reported. The patient's condition was good post procedure.